Event description:
It was reported that during reprocessing, customer noted wire was separated near the tip that goes inside the patient on a double fenestrated grasper instrument. Nothing reportedly fell into a patient. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The double fenestrated grasper instrument was returned and evaluated. Failure analysis investigation found that the pitch up drive cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. Other cables at the wrist were not damaged. The conductor wires were intact and undamaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, frayed cable, if to reoccur could cause or contribute to an adverse event.